Event description:
Based on additional information received on (B)(6) 2015 from a physician, this case was medically confirmed. Also the case initially assessed as non-serious was upgraded to serious as the event of inflammation right knee was changed to serious with required intervention as seriousness criteria. This unsolicited device case from (B)(6) was received on (B)(6) 2015 from the patient. This case concerns a (B)(6) years old female who received treatment with synvisc one and later experienced inflammation right knee. The patient's medical history, past drugs, concurrent conditions and concomitant medications were not reported. On (B)(6) 2015, the patient received intra-articular synvisc one at a dose of 6 ml, once (batch/lot number: 4rsk002 and expiration date: oct-2017) in her right knee for osteoarthritis. It was reported that following the synvisc-one injection, the patient did not do any activity (B)(6) 2015 and did not have any problems after the synvisc-one injection. On (B)(6) 2015, 17 days after starting treatment with synvisc one, the patient developed some severe inflammation in the right knee and on (B)(6) 2015 she had more inflammation that required anti-inflammatory medication. On (B)(6) 2015, patient was recovered. Corrective treatment: celecoxib (celebrex), cortisone and physiotherapy. Outcome: recovered. A pharmaceutical technical complaint was initiated with global ptc number: (B)(4). The production and quality control documentation for lot # 4rsk002, with expiration date (10/2017) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 4rsk002, no CAPA was required. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 30-nov-2015, a total of (5) complaints (including this complaint) had been reported for lot # 4rsk002: (4) adverse event reports & (1) missing patient record label. Genzyme biosurgery would continue to monitor complaints a to determine if a CAPA was required. Reporter's causality: related. Seriousness criteria: required intervention. Additional information was received on (B)(6) 2015. Global ptc number and ptc results were received. Text was amended accordingly. Additional information was received on (B)(6) 2015 from a physician. Reporter's causality was added. Severity of event was added. The event inflammation right knee was updated from non-serious to serious and seriousness criteria was added. Indication of synvisc one was updated from right knee-meniscus problem to osteoarthritis. Lot number and expiry date of synvisc one was added. Cortisone was added as treatment for inflammation right knee. An additional symptom of pain was added. Outcome was updated from not recovered to recovered. Clinical course was updated and text was amended accordingly. Follow up was received on 25-nov-2015. No new information was received. Additional information was received on 30-nov-2015. Global ptc number and ptc results were received. Text was amended accordingly.